Event description:
It was reported that during a common iliac stenting procedure, stent movement occurred. The lesion was located in the left common iliac artery. After obtaining contra-lateral access, the physician deployed the express biliary 8.0mm x 20mm x 135cm at the intended location. Upon withdrawal of the stent delivery system, the catheter caught on a stent strut end the introducer sheath advanced. The advancement of the introducer sheath caused the stent to move forward approx 3mm. There was no attempt made to retract the stent back to the intended positon and the stent was implanted at this site. To complete the procedure, another of the same stent was successfully placed distally to the first stent. The pt's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the stent delivery device had been disposed at the user facility; therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.